Event description:
It was reported the procedure was being performed on a male patient in the surgery department. They attempted to place the catheter into the patient's right internal jugular but had difficulty. At which time, they placed the catheter into the patient's left internal jugular and it was a very rough insertion. Two days later, the clinician in the intensive care unit noticed oozing from the catheter. The physician indicated that it is very likely the tear in the catheter occurred during insertion or suturing. The catheter was discontinued as it was no longer needed. There was no delay in treatment and no patient death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.